Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel continued blinking intermittently due to the following reasons: due to the faulty locking mechanism of the output socket and faulty slide detection, the scope was not detected when the power was turned on with the scope connected. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source's front panel was blinking, flashing. And continuously turning on and off. All of the lights blinked, when the device was powered on. And it started blinking intermittently. This issue occurred, during an unspecified procedure. There were no reports of patient harm.